Manufacturer narrative:
For section a2, the exact patient's age is unknown; however, it was reported that the age range is 65-69 years. The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event is related to procedural issues, patient anatomy or a silk road medical device, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that one day after a left transcarotid artery revascularization (tcar) procedure, the patient experienced right sided weakness. Imaging revealed an occluded stent thrombosed from mid portion to the terminal left internal carotid artery (lica) and no flow in the distal internal carotid artery (ica) beyond the stent. Pre-procedure, the patient had a very tight lesion. The physician did not perform additional intervention and, as of two days post-procedure, the patient's stroke symptoms had almost completely resolved. Additionally, platelet reactivity test performed seven days prior to the tcar procedure indicated platelet inhibition. At this time, it is unknown if the reported event is related to procedural issues, patient anatomy or a silk road medical device, hence, the event will be reported out of abundance of caution.